Event description:
Dear sir/madam, this letter is being sent to you regarding an event that was reported to (B)(6) on december 27, 2024. The reported event was that prior to starting a da vinci-assisted surgical procedure, the customer was encountering issues where the tilepro would turn on but the image was not displaying. An (B)(6) technical support engineer (tse) recommended the staff verify the video output of the bk ultrasound device. The tse explained how to complete a loop back test on the da vinci to display a tilepro image. The reporter disconnected from the call to contact bk ultrasound technical support to troubleshoot the product issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).